Manufacturer narrative:
The device was returned to olympus for evaluation and found the customer¿s allegation of no image. In addition to the reportable findings there was a torn distal sheath, leaking distal end, missing mesh, a loose boot, dents and scratches on the video connector, unable to right angulate. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope when plugged in will not show a picture on monitor. The issue was found during a laparoscopic cholecystectomy (lap chole) diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "no image" was reproduced however a probable cause could not be identified. Olympus will continue to monitor field performance for this device.